Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm had foreign matter while preparing to administer an injection to the patient, I discovered an unidentified red stain on the bd IV catheter.

Manufacturer narrative:
Investigation results: no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. As the status and composition of the stains on the surface of the indwelling needle cannot be confirmed, the root cause of this defect cannot be determined. The plant will continue to pay attention to and monitor such defects.

Event description:
No additional information.